Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 556 mg/dl. The customer's blood glucose at the time of the incident was 600 mg/dl and current blood glucose was 341 mg/dl. The customer did experienced the symptoms such nausea, headache, vomiting related to the high blood glucose. The customer had using the insulin pump system within 48 hours of reported high blood glucose. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer stated that infusion set was leaked. The customer also reported that air bubble into the reservoir and the size of the air bubble was 4 mm. Based on customer report customer does not allege pump was under delivering. The customer was treated with the insulin pump and the manual injection. The insulin pump will be returned for analysis and reservoir will not be returned for the analysis.